Manufacturer narrative:
(B)(4). Relevant tests/laboratory data (continued)- intracardiac doppler study= normal; antegrade flow across the mitral, aortic, tricuspid and pulmonary valves, trace mitral regurgitation and trace tricuspid regurgitation. Resting echocardiogram= sinus bradycardia, normal axis and nonspecific st changes. Nuclear scan= inferolateral myocardial ischemia with some extension to the apex. Single-photon emission computed tomography (spect)=50% range, segmental wall motion abnormality was seen and mild stress induced left ventricular cavity dilation was present. Electrocardiogram= normal sinus rhythm chest x-ray=clear lungs without infiltrates, effusions or pulmonary edema, creatine kinase myocardial band (ck-mb)= 1.5 ng/ml (reference range 0.3-5.0 ng/ml), troponin I= 0.01 ng/ml (reference range 0.00-0.20 ng/ml). On (B)(6) 2011: electrocardiogram=sinus bradycardia, left axis deviation and inferior infarction. Glucose= 122 mg/dl (reference 70-110 mg/dl). On (B)(6) 2012: left heart catheterization=moderately severe triple vessel disease. Concomitant medical products: stent: xience v 3.0x15mm; other: aspirin, clopidogrel. The additional xience 3.0 x 15 mm stent is being filed under a separate manufacturer report number. There was no reported product deficiency. The reported patient effect of ischemia, as listed in the promus instructions for use, is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report, it was learned that on (B)(6) 2010, the patient underwent a stenting procedure in the obtuse marginal artery with one 2.5 x 12 promus stent and in the left anterior descending artery with one 2.5 x 15 promus stent. On (B)(6) 2010, the patient underwent a staged procedure in the right coronary artery with one xience v rx 3.0 x15 mm stent. On (B)(6) 2011, the patient's resting echocardiogram showed non-specific st changes and the nuclear stress test revealed inferolateral myocardial ischemia with some extension to the apex. On (B)(6) 2011, the patient presented to the hospital for a positive stress test. The (B)(6) 2011 electrocardiogram was reported to reveal sinus bradycardia, left axis deviation and inferior infarction; however, there was no myocardial infarction diagnosed. On (B)(6) 2011, the patient's left heart catheterization was reported to reveal moderately severe triple vessel disease. The patient was reported to have undergone percutaneous transluminal coronary angioplasty in the obtuse marginal artery and proximal left anterior descending artery. The patient's condition resolved and the patient was discharged on (B)(6) 2011. There was no additional information provided.

Event description:
It was reported that approximately ten months post promus stenting procedure in the first obtuse marginal artery (1st om) with one 2.5 x 12 mm stent and in the proximal left anterior descending artery with one 2.5 x 15 mm stent, the patient was hospitalized and underwent percutaneous coronary revascularization in the 1st om, index target lesion, and in the distal right coronary artery, unspecified stent, for in-stent restenosis. The patient was discharged two days post procedure. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There was no reported product deficiency. Restenosis is a known adverse event as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture or design.